Event description:
The customer called philips to obtain part information for paddles. The customer reported that replacement paddles were needed as one paddle was cracked. There was no patient involvement.